Event description:
It was reported "peel away sheath is facturing at the white wings were you peel it. One wing is consistently falling off thus creating a risk to patients." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. Signs of use were observed. This complaint was created to address the separated tab in the returned sample. Visual inspection of the peel-away sheath revealed that one of the tabs had separated from the sheath extrusion. The tab was not returned. Further analysis revealed that the sheath had split completely down the length of the extrusion along the score lines. The sheath extrusion portions from the side with the separated tab measured 2 13/16", which is within the specification limits of 2 5/8"-2 7/8" per the peel-away product drawing. This suggests the tab had broken adjacent to the extrusion. The sheath outer diameter/inner diameter could not be accurately measured. Functional inspection could not be accurately performed due to the condition of the returned sample. A device history record review was performed, and no relevant findings were identified. The report of a broken peel away sheath tab was confirmed through complaint investigation of the returned sample. Despite the tab not being returned, visual and dimensional analysis suggest that the sheath extrusion had separated directly adjacent to the tab. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. Non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported "peel away sheath is facturing at the white wings were you peel it. One wing is consistently falling off thus creating a risk to patients." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".